Manufacturer narrative:
Result: calf support.

Event description:
It was reported by service report that the calf support was damaged and there was a potential for fluid ingress from the torn calf supports and electronic top cover. No pt involvement or adverse consequences are reported.